Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 08jul2024, 25jul2024, and 02aug2024 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. D4 - product UDI.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1104 (backup alarm failed). The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed error code 1104 (backup alarm failed). It was reported that when the backup audible alarm test failed, the alarm is normally annunciated by the backup audio device, using the primary speaker. The rse informed the customer, that the central processing unit (cpu) may have failed and recommended replacing the suspected part. The customer was provided with the part number for a replacement. The investigation is ongoing.